Manufacturer narrative:
Device unique identifier (UDI): device was manufactured prior to the UDI labeling implementation. Approximate age of device: 2 years and 10 months. The device is expected to be returned for evaluation. It has not yet been received. No further information is available at this time. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a heartmate ii left ventricular assist device (lvad). It was reported that patient presented to the hospital on (B)(6) 2015 with signs of right heart failure including edema and dyspnea, and fluctuations in the international normalized ratio values. The patient was treated with diuretics. A CT scan revealed obstructions in the inflow conduit and outflow graft. On (B)(6) 2015 the patient received a pump exchange. No additional information was received.

Manufacturer narrative:
It was initially reported that the explanted pump was returning for analysis; however, the device was not returned by the implanting center. The device was not returned for analysis and no photographs or images were provided; therefore, the report of obstructions in the inflow conduit and the outflow graft could not be fully evaluated. Device thrombosis and right heart failure are listed in the instructions for use as potential adverse events that may be associated with the use of heartmate ii left ventricular assist system. A review of the device history records revealed that the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.

Event description:
Additional information received: on (B)(6) 2015 (the day prior to the pump exchange procedure), the patient's inr was at 2.41. The patient was medically managed on anticoagulation therapy (initially treated with marcumar and then heparin was administered).